Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an empty cartridge alarm. The customer's blood glucose level was 75 mg/dl. The contact declined troubleshooting with tandem technical services. The contact reported reverting to an alternate pump.